Manufacturer narrative:
The company rep examined the system and verified the reported system message in the event log, however was unable to replicate the problem as the customer described. The system was then tested and met product specifications. A sample has been received and an investigation including root cause analysis is in progress. A supplementary MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system message displayed, during a procedure, that was unable to be cleared. The pt's eye was reported to have "went soft". The procedure was completed with an alternate console. Add'l info was received from the customer reporting the procedure in which this event occurred, was a retinal detachment repair. The customer also indicated there was no air available during air exchange. The trocar was then reported to have hit the lens. The staff "clamped and disconnected" to stabilize the eye and to increase the air. Several attempts were made then the system locked. The customer reported the eye "deflated and reinflated" multiple times during the procedure. The surgeon then determined that the alleged malfunction created high risks of a choroidal hemorrhage so an alternate system was brought in and used to complete the procedure. The pt is believed to have recovered, but the customer was not certain. There was a reported delay of 15-20 minutes. The surgeon provided add'l info indicating that contrary to what was previously reported, the procedure was a macular hole repair. The surgeon reported he could not get air to infuse during the fluid/air exchange (f/ax). Balanced salt solution (bss) could be infused but air was not available. Several attempts were made to troubleshoot, but the eye became hypotonus intermittently and there was danger of a choroidal hemorrhage. The surgeon was unsure if the trocar bumped the lens. The pt has a small amount of posterior subcapsular cataract, but is not significant at this time. The pt was reported to be doing well postoperatively.